Manufacturer narrative:
Concomitant products continued: product ID: a2dr01 ipg, implanted: (B)(6) 2018; product ID: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated undersensing of the atrial lead during atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.